Event description:
It was reported that the pt experienced stimulation that did not cover the pt's pain, as it previously had. It was confirmed that the pt had fallen. It was not clear whether the two events were related. No further details, pt symptoms or outcome were provided. Add'l info was requested but not received at the time of this report. A follow-up report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).